Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, frequency, and route not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital and reported to have recovered from the event. Dianeal and extraneal therapies were ongoing. No additional information is available.